Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: fg-5400-00m, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Cool flow pump, model #: m-5491-02, serial #: (B)(4). Pentaray nav, model #: d-1282-02-s, lot #: 15768937l. C3 cs refstar, model #: d-1285-02-s, lot #: 15759065m. Ref: (B)(4).

Event description:
During an ischemic vt (isvt) procedure it was reported that the patient's blood pressure dropped. Echo confirmed patient had pericardial effusion. Pericardiocentesis was performed and an unknown amount of fluid was removed. The patient was stabilized and under observation. Additional information provided stated the physician's opinion regarding the causality of the perforation was due to the diseased area of the myocardium. Patient's health status was updated as stable and doing better.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. This device was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).